Manufacturer narrative:
The device was not returned for investigation. The incident was reported after hte life of the device, therefore the was no device availabe to investigate.

Event description:
Female patient treated (B)(6) 2015 was reported 12/8/2015 to demonstrate festooning of tissue. The treatment released 26 dimple total (13 on left buttock and 12 on the right buttock and 1 on right upper thigh). Slight oozing was documented immediately post- procedure, but no indolent infection as a contributing factor. As of (B)(6) 2016 the festooning persists. The practice feels clinically it looks like anetoderma. A biopsy was taken. Feedback from provider indicates that the instructions in the IFU may not have been followed specific to alternating depth and position of the handpiece. The treatment mapping was requested for review, however was misplaced by the practice.